Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that she smells insulin and is getting a whole bunch of bubbles in the tubing. The customer stated that the air bubbles have persisted since then and she is unable to provide the approximate date of the incident. The customer stated that she had high ketones and took care of it at home by drinking water. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to push air back into the insulin vial. The customer was advised to return the set and reservoir for analysis.